Event description:
It was reported that the waste line is leaking outside of instrument with a bd facs sample prep assistant ii. The following information was provided by the initial reporter: it was reported that the wash station is over flowing. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. 1.was there spray of fluid under pressure? No. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Sheath / di water 5. What is the source of leak/spill? (Waste or non-waste line) waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
H6: investigation summary: the clogged fitting was replaced. Flushed the in-line filter, fittings and lines and primed the system multiple times to verify proper aspiration of waste from the wash tower. Fluids were contained within the system. No one was exposed to any biological hazards or bodily fluids. Replacing the clogged fitting and flushing the waste line resolved the issue. The instrument is operating as intended and testing without errors. I have returned it to the lab for normal use. Based on the investigation result, and the fse¿s report the root cause was clogged waste lines. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the waste line is leaking outside of instrument with a bd facs sample prep assistant ii. The following information was provided by the initial reporter: it was reported that the wash station is over flowing. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath / di water. What is the source of leak/spill? (Waste or non-waste line) waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.